Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Subsequently, an occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer's blood glucose was 150-198 mg/dl.